Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving baclofen 3000 mcg/ml at 868 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). The "last two times" the reservoir had been full. The expected volume was unknown. A sudden change in therapy/symptoms occurred. The patient was having difficulty walking and stiffness in the side. The event date was asked, but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics. The patient's medical history of intractable spasticity was clarified as chronic idiopathic spasticity for years. It was reported that on an unspecified date in (B)(6) 2017, the patient experienced the events of trouble walking, stiffness in the side, and volume discrepancy. He received oral baclofen and intrathecal baclofen as treatment. On an unspecified date in (B)(6) 2018, all the events (assumed to mean the symptoms) resolved. On (B)(6) 2018, the pump was refilled with compounded baclofen 3000mcg/ml at 898.2mcg/day. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an healthcare provider (hcp) via a manufacturer representative. It was reported that the catheter was non-functioning. The catheter was completely severed just after the anchor in the spinal section. The catheter was replaced on (B)(6) 2018 and a section of the spinal portion was left in the intrathecal space during replacement. The spinal section was replaced. The cause of the catheter damage was unknown. There were no further complications reported at this time.